Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 1181 mg/dl. Caller stated that the customer's insulin pump has a crack. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.